Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was 516 mg/dl, the date of this is unknown. Elevated blood glucose was addressed with a manual dose injection the customer continued to use the pump for insulin therapy.